Event description:
Healthcare professional reported pt had three port replacements in a year. First due to a needle-stick. Follow-up findings: event reported was corrected to a "faulty base". No further info is available.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided by the reporter the connector type is assumed to be taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. See related medwatch report # 2024601-2013-00354, 2024601-2013-00355 and 2024601-2013-00417. Additional info received from the reporter reversed the previous reported events between two files. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."